Manufacturer narrative:
G4:29oct2020, b4:01dec2020 . The (central processing unit) cpu (pcba, cpu, v680) was returned to failure investigation (fi) for evaluation. No anomalies noted. The returned cpu assembly will be installed into a known good test ventilator unit. Boot unit in normal operation mode and check for alarms and errors. No errors noted. Customer complaint cannot be verified. No restart behavior was observed during testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31july2020.

Event description:
The customer reported ventilator has restarted error. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
G4: 08oct2020. B4: 09oct2020 . The manufacturer¿s international service technician could not confirmed the reported issue. The manufacturer¿s international service technician stated the issue could not be duplicated but the (central processing unit) cpu was replaced for the prevention of the recurrence. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.